Manufacturer narrative:
As the lead was deactivated and no intervention performed at this time, no further information concerning this report is expected. This event will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead displayed high out of range impedance measurements. In addition, there was no sensing and loss of capture. An x-ray was performed. It was thought there was a lead fracture near the suture site. A decision was made to deactivate this lead and further monitor the patient. The device was reprogrammed. No adverse patient effects were reported.